Event description:
Customer reported a past low blood glucose (bg) event with levels between 40-49mg/dl. A friend assisted by providing the glucose gel and juice. Tandem technical support advised the customer to consult a healthcare professional to discuss what may be affecting their bg levels.